Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the pump was intermittently responding to the down and up arrow buttons. The down and up arrow button contacts were also found misaligned.

Event description:
The pt claimed that the pump is intermittently responding to the down arrow button. The pump reportedly has not been exposed to moisture and there is no peeling or tears on the keypad.